Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were trying to turn devices off prior to head only MRI. Using handset, they were unable to connect with ins and then had a message that google play action required (which was an email with code (B)(6). Tss had caller turn off handset wifi (which had been turned on) and they retried but this didn't resolve the issue. Tss asked them about metal in environment and they decided to move pt from wheelchair to regular chair and then they were able to communicate with both devices and turn them off successfully. No patient symptoms were reported.